Event description:
It was reported the patient let the charge of their implantable neurostimulator (ins) ¿run out.¿ the reporter stated this was the third time they had let their ins run out. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 377760, lot# v007027, implanted: (B)(6) 2006, product type lead; product ID 377760, lot# v007027, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).